Manufacturer narrative:
E1: patient city - (B)(6). Patient country - australia.

Event description:
Reference number (B)(4). Event occurred in australia. It was reported that patient faced infusion set tubing detachment event on (B)(6) 2025. The site of detachment was at quick release. The patient blood glucose level was high and got treated with correction bolus. No further information available.